Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 48 mm diameter abdominal aortic aneurysm approximately three weeks ago. The aortic neck was 33-28mm in diameter, and 13mm long. A dissection was present just below the renal arteries prior to the evar. It was reported that on final angiography the physician realized that the level of the renal arteries was misread and the bifurcated stent graft was unintentionally deployed too far proximally, covering the renal arteries, superior mesenteric artery, and the celiac artery. The patient was immediately converted to open repair and the stent grafts were explanted. A y-graft was sewn onto the aorta. The only stent grafts remaining in the patient are the endurant 1613124 (right extension) and the 131382 (left extension). No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: patient's condition affected effectiveness of device (pre-operative dissection); unapproved use of device (treatment of a patient with a pre-operatively dissected aorta). Conclusion: device failure/lack of effectiveness related to patient condition (pre-operative dissection); user error contributed to event (treatment of a patient with a pre-operatively dissected aorta).